Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was a portion of the lead is in the body, but no one ever informed them until they had an unrelated x-ray which showed the electrode portion still in the body. Patient stated that the battery flipped onto its side and they had to have a third procedure, got tired, and had it removed. They have an upcoming appointment in mid november with them. Ps sent follow up email with MRI eligibility form for patient to provide to hcp.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va1u10a); product type: 0200-lead; implant date (B)(6) 2019; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.